Event description:
The patient's spouse called to report that the patient has diabetes and used the suspect device to check pt's blood glucose. Patient's am(8:32) result was 286mg/dl and the pt took 36 units of insulin. At 11:41am the pt's blood glucose was checked again on the suspect device and the result was 355mg/dl, for which the pt took 27 units of insulin. At 2:09pm the pt performed another test and the result was 285mg/dl. The pt was shaky and experienced hypoglycemia symtpoms. Emt's were called and they tested the pt's glucose at 42mg/dl on their meter. The pt was taken to the ER and the pt's glucose was 46mg/dl upon arrival. The pt was kept for several hours and had blood work done. The pt was given orange juice and food and released with a glucose level of 282mg/dl. Level 1 and level 2 glucose controls were used on the system and both control values were wtihin range.